Event description:
It was reported that the patient was implanted a znn cmn nail 11.5mmx36cm 125 r on (B)(6) 2015 on the right side. It was reported that he nail and three screws were removed due to pain and breakage of the nail on (B)(6) 2015.

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on (B)(6) 2015: it was now reported that the revision surgery took place on (B)(6) 2015 (correction).

Manufacturer narrative:
Inspection plan was reviewed: the characteristic feature werkstoff/material (B)(4)/astm (B)(4) was 100 percent checked for quantitative examination. The surgical technique contains information and illustrations about the positioning of the nail. According to the surgical technique it is recommended to use a nail cap to close the proximal part of the nail to prevent bone ingrowth. Possible causes: breakage of implant: due to lack of adequate fatigue strength, due to lack of adequate fatigue strength due to anodization. Possible: as the part was not returned for investigation and fatigue damage cannot be excluded. Due to reuse of a single use device. Possible: as no information about first usage or reusage of the product was provided. Due to off-label use, due to wrong size of implant, due to screw holes furthest from the fracture line used. Possible: as no information about the procedure followed as provided. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The product was not returned for investigation. DHR records were reviewed and found to be conforming. No trend identified. The compatibility check was performed and was approved by zimmer. It is reported that znn cm femoral nail was implanted on (B)(6) 2015. Nail and 3 screws were removed due to pain and breakage of the nail on (B)(6) 2015. On one x-ray only the proximal half of the nail is visible. From this point of view the nail seems to be correctly positioned. On one x-ray shows the znn nail broken at the lag screw hole. No other documents were provided.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report were provided for review. Several x-rays were provided and will be reviewed within the investigation process. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).